Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer would disconnect from the infusion set site and once insulin was seen exiting from the tubing, the tubing would be reconnected to the same site. Insulin delivery would be resumed. There was no impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.